Manufacturer narrative:
Reference reports: 1221359-2021-00775 the investigation is still in progress. A supplemental report will be provided after completion.

Event description:
A customer sent a cumulative report of four false negative results involving two lot numbers with the ID now covid-19 assay generated across two different testing sites. This report represents lot number m139059. This is report one of two. The customer reported three false negative results using a nasal swab with the ID now covid-19 test. Specimen collection occurred on (B)(6) 2021; testing date and time is unknown. Confirmation testing was performed on a nasopharyngeal swab in viral transport media with core lab provided positive results. Confirmatory specimen collection occurred on (B)(6) 2021 and (B)(6) 2021. Additional patient information, including symptoms, treatment and outcome, is unknown. No additional information will be provided per the customer. Negative results should be treated as presumptive and, if inconsistent with clinical signs and symptoms or necessary for patient management, should be tested with different authorized or cleared molecular tests. Negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a false negative result potentially leading to no or delayed treatment, this event shall be considered reportable.

Manufacturer narrative:
Additional information: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m138517 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000/ lot m138517 , test base part number 190-430 / lo tm138517 the lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m138517 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however it could be related to o the specific patient sample or cross contamination.